Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The manufacturers service technician was unable to duplicate the customer reported problem. Review of the device diagnostic log history indicated a 24/+-12v power fail occurrence followed by a restart occurrence during operation with a subsequent vent inop occurrence during power on. When a 24/12 volt failure of the ventilator occurs during use and results in a shutdown of the ventilator, an audible power fail alarm will activate. The service technician replaced the power supply to address the finding. Performance verification testing was completed and tests passed per operating specifications.